Event description:
It was reported that the unit remained "on" when the automatic timer switch was not pressed to activate the heat.

Manufacturer narrative:
It was reported that the unit remained on. Our testing revealed the aluminum heat sink shorted to resistor 1, which did not result in a spark. The blown resistor is causing the unit to remain on. Design changes have been made to eliminate this type of malfunction.